Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 9 months. The explanted device was received for analysis. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2017, the patient¿s system controller log file data was submitted to the manufacturer¿s technical services department for analysis due to a concern for thrombus. The patient was asymptomatic. The patient's laboratory test results indicated an elevated level of lactate dehydrogenase (ldh). The patient¿s aspirin dose was increased to 165 mg and medical treatment with 75 mg of persantine was also initiated. The submitted log file showed no indication of thrombus being present within the motor chamber. An ideal donor heart was found and the patient received a transplant on (B)(6) 2017. It was reported that the patient had been listed for a heart transplant prior to this event. No additional information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of the returned device confirmed the report of suspected pump thrombosis. Upon disassembly of the sealed inflow conduit, a red tissue-like deposition was found adhered to the textured blood-contacting surface on the distal-side of the inlet tube. A portion of the deposition was extending out from the distal edge of the inlet tube, which appeared to have ridged indentations resembling the appearance of the inflow knitted graft material. The structure and strong adherence of the deposition suggests that it developed in the location in which it was found. The deposition did not appear to have significantly obstructed blood flow through the inflow cannula. Upon disassembly of the pump, examination of the proximal-side of the outlet stator revealed a red tissue-like deposition situated adjacent to the outlet bearing ball and in contact with one stator blade. The deposition lacked laminated layering, suggesting that it did not initially form in the outlet stator. While its specific origin could not be conclusively determined, the color and structure of the deposition appeared similar to the deposition observed on the distal-side of the inlet tube, suggesting that it may have broken off from the larger deposition found in that location. A duration of time for which the deposition in the outlet stator was present in the pump could not be conclusively determined; however, the deposition showed no evidence of denaturation and was not adhered to the blood-contacting surfaces while no contact marks were noted on the outlet portion of the rotor or the outlet bearing cup, suggesting that it was not present in this location for a prolonged period of time. The evaluation could not determine a specific cause for the development of the observed depositions found in the device; however, their partial obstruction of the blood flow path could have contributed to the reported elevated ldh levels. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.